Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, implanted mitraclip (x1). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). A failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the steerable sleeve properly curved and functioned as expected. There were no non-conformances issued for this lot that would have contributed to the reported event and a review of complaint-handling database identified no other incidents for the reported difficult to position and clip entanglement (entrapment of device) for the reported lot. Potential causes for difficulty positioning the clip and the clip becoming entangled on the leaflet can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies (loose or misaligned sleeve key). Anatomical considerations that can contribute to these device issues include tortuosity of the vessel, resulting in increased tension on the device, difficulty with visualization, or excessive curves applied to the device by the user. Reportedly, there was difficulty with visualization due to barlows valve disease (bi-leaflet prolapse and abnormally thick leaflets) and the transseptal puncture was too high, resulting in difficulties positioning the clip below the leaflets in the left ventricle. The reported challenging patient anatomy (bi-prolapse and thick leaflets) and difficulties with visualization likely contributed to the clip becoming caught on the anterior leaflet. Based on the information reviewed, the reported difficulty positioning the clip appears to be related to procedural conditions as the transseptal puncture was too high; the clip could not be positioned below the leaflets. There does not appear to be any evidence of a product quality deficiency.

Event description:
Subsequent to the previously filed report, additional information was received indicating that the mitral regurgitation (mr) was reduced to 3-4 with the first clip implanted. Mr was unchanged with the 2nd and 3rd implanted clips. No additional information was provided.

Event description:
This mitraclip report is being filed for the second clip that was unable to be removed from the anterior leaflet. It was reported that the first mitraclip was deployed without incident lateral in the patient with degenerative mitral regurgitation (mr) grade 4 with barlow's valve disease. The second mitraclip was intended to go medial to the first clip. There were no issues noted during functional inspection of the cds prior to use. Imaging was not easy due to anatomy. The physician reported that height was challenging with the second clip (transseptal puncture greater than 4.5). The clip steered down to the valve, but couldn't get below the leaflets into the ventricle. Situational steering was performed to lose height. The guide was moved anterior and p knob was applied which successfully lost height. It is unclear if this threw off the trajectory. Once in the ventricle, the clip got stuck on the anterior leaflet. Multiple maneuvers were performed, but were unsuccessful to release the leaflet. Maneuvers included cycling the gripper, inverting the clip, closing the clip, making sure a chord was not pinched, translation and posterior guide torque. The clip was deployed on the anterior leaflet only. A third clip was implanted medial to the second clip; however, mr was only reduced to 3-4. There was no additional information provided.